Manufacturer narrative:
The patient's date of birth and age were not provided. The patient¿s gender was not provided. The patient¿s weight was not provided. Approximate age of device- 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient¿s log file was submitted after observing a no external power alarm on the system controller. During the analysis of the log, manufacturer¿s technical services representative reported a no external power event on 30apr2018 that appears to be due to the mobile power unit (mpu) ac power cord coming loose which appears to have resolved itself. There was no interruption in pump support during this event. Additional information requested but not provided.

Manufacturer narrative:
Corrected data: (model/catalog number, UDI), (the serial number of the device was not provided, approximate age of device and manufacture date are not known). Manufactures investigation conclusion: the mobile power unit (mpu) was not returned for analysis and remains in use. The reported event, of the patient's system controller capturing no external power events, was confirmed when the submitted system controller log file was evaluated. Evaluation of the submitted log file confirmed the reported no external power event, however, a specific cause could not be conclusively determined through this evaluation. A no external power event was captured on (B)(6) 2018 at 11:06pm while the system was connected to an mobile power unit (mpu). The associated voltage values indicate that these events appeared consistent with a loss of power to the mpu. This could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet or loss of power to the home. The system switched to the internal backup battery in the system controller and no interruptions in device therapy were captured. The event resolved upon reconnection to the mpu. The heartmate ii lvas IFU and patient handbook describe all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. These documents also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.